Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited an error code. Additionally, the image of the device was dropping out and the color changed. There were no reports of patient harm.